Manufacturer narrative:
The event of "cellulitis, lymphadenopathy, infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, lymphadenopathy, infection (unknown onset), pain, depression, edema, anxiety-product/procedure, hematoma, sensation increase/decrease, other-medical-ndr, headache-ndr, infection (unknown onset), infection (unknown onset)-ndr, malaise-ndr, varied injuries-ndr, lupus-ndr, inflammation/irritation-ndr.

Event description:
Patient representative reported unknown side ¿swollen and tender lymph nodes in underarms and throat¿, ¿cellulitis¿, ¿infection¿ and "depression", 'swelling" "anxiety", "hematoma", "numbness and tingling in arms, ". Additionally it was also reported ¿central sensitization syndrome with fibromyalgia features, memory issues, reoccurring thrush, severe hair loss, humming in ears, difficulty concentrating, panic attacks, and mood swings, night sweats, fatigue, pain around the implants, muscle damage burning sensations and constant throbbing near implant site and in underarms, swelling at implant site, intense migraines, severe unexplained weight loss, diagnoses of breast implant illness, unexplained body odor, respiratory issues, right chest rib concave with chest tightness on both sides, costochondritis, tietze syndrome, positive lupus symptoms, dry eyes and mouth, exacerbation of existing health conditions (thyroid) and severe emotional distress"; these events are not device related. Device has been explanted.